Manufacturer narrative:
The report of a "red heart" alarm and communication issues was confirmed during analysis. The evaluation of the returned system controller revealed compromised inner conductors in the power cables. The black power cable was found to have a compromised green (positive power line v+) inner conductor at the connector end. Movement of the black power cable at the connector end can cause the broken conductor to short to the shield/ground which would be result in a system interruption and a red heart alarm respectively. A review of device history records for this system controller showed no deviations from manufacturing of qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller alarmed with a red heart alarm and communication was lost when connected to the power module. The system controller was exchanged and the event was resolved.